Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm or rewind anomaly noted during testing. No failed battery test alarm, low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Device received with normal operating currents. Device received with all buttons responding properly during testing. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that buttons of insulin pump were hard to press. Customer stated that insulin squirting during priming and there was loud during rewind. Customer stated that insulin pump had no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.